Event description:
It was reported the patient underwent a "violent shock" while driving. The patient's seatbelt "brutally" compressed the implanted stimulator resulting in a loss of stimulation. An impedance check found all impedances beyond 20,000 ohms. It was noted an x-ray of the system did not show any sign of lead or extension fracture nor did it show any sign if failing connection. It was reported a surgical revision was planned. Additional information received approximately 3 weeks later reported the patient's extension was changed on (B)(6) 2012, because it "appeared to be the failing component." The patient was fine and receiving effective therapy.

Manufacturer narrative:
Product ID 3877-45, serial# unknown, product type lead product ID 37081, serial# unknown, explanted: (B)(6) 2012, product type extension. (B)(4).